Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a cerebral coil embolization of an unruptured aneurysm, an approach was made from the right femoral artery with a sheath (6f). A guiding catheter was advanced towards the right vetebral artery (va). Then, two microcatheters were approached. One of them was for a coil and the other for an unspecified stent. After stent deployment, embolization started by jailing technique. Several competitive coils and galaxy g3 coils were placed. A 3mm x 6cm galaxy g3 xsft coil (glx120306, 30466106) was taken out from the pouch for implantation. The power lump illuminated during a pre detachment electrical check. The complaint coil was delivered to the lesion and placed at the lesion. The enpower control cable was connected to the complaint coil. However, the green system ready light did not illuminate. They were reconnected but the same issue continued. Therefore, the compliant cable was replaced with another cable, but the same issue continued. The physician gave up and removed the complaint coil. After that, five competitive coils were placed. A 2.5x5 galaxy g3 xsft coil was placed and detached without problems. The procedure was completed. There was no patient injury reported. Additional information received indicated that no excessive force was applied to the device. Adequate flush was maintained through the devices. Photos of the complaint coil were received. Based on the visual analysis of the pictures, it can be determined that the galaxy g3 xsft 3mm x 6cm has no damages on it. It could be noted that when the device was connected to the dcb box the system ready light illuminates. The dpu could be noted partially outside of the introducer, no other damages could be noted. A non-sterile unit galaxy g3 xsft 3mm x 6cm was returned to cerenovus for evaluation inside of a pouch. The device was visually inspected, and it was noted that the dpu is kinked and protruded from the introducer, no other damages or anomalies were observed during the visual analysis. Also, the marker band was found at 41 cm from the hub, which is within the specification. A microscopic inspection was performed, and it was found that the embolic coil is in good normal conditions inside the introducer at the green section. Initially, the functional test could not be performed due to the conditions in which the device was returned for evaluation. However, the resistance of the galaxy g3 xsft 3mm x 6cm was measured with a multimeter. Resistance measured approximately 56.8 o. Which is slightly out of the specification. However, this does not affect the detachment cycle to be activated. The device was connected to detachment control box dcb2000500 (dcb) with the received enpower control cable and the power was turned on. The system ready light was illuminating. These results suggest that the detach cycle was not performed. Since the device was kinked and protruded, in order to perform a functional test the coil was extracted pulling it towards the proximal end of the introducer, during this action the coil was stretched. Then, the device was connected to a detachment control box dcb2000500 (dcb) with the received enpower control cable and the power was turned on. The system ready light was illuminating. The detach button was pressed. And the embolic coil was detached, no issues were observed during the test. A manufacturing record evaluation (mre) was performed for the finished device 30466106 number, and no non-conformances related to the reported complaint condition were identified. Additionally, a DHR review was performed, and the resistance range of all coils were found to be within specs during the manufacturing process. The reported customer complaint ¿coil ¿ failure to detach¿ could not be confirmed. The galaxy g3 xsft 3mm x 6cm was connected to detachment control box dcb2000500 (dcb) with the received enpower control cable and the power was turned on. The system ready light illuminated. These results suggest that the detach cycle was not performed. It should be noted that product failure is multifactorial. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use 9ifu) do contain the following directions for use: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re-sheathing the microcoil system, and replace with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint( B)(4). Sections updated on this medwatch report: b5, d9, e1, e2, e3, g3, g6, h2, h3 and h10. Section b5: additional information received indicated that no excessive force was applied to the device. Adequate flush was maintained through the devices. Section e1 - initial reporter phone: (B)(6) section h3: the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the photos provided, it can be determined that the galaxy g3 xsft 3mm x 6cm has no damages on it. It could be noted that when the device was connected to the dcb box the system ready light illuminates. The dpu could be noted partially outside of the introducer, no other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device 30466106 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil- failure to detach¿ could not be evaluated based on the pictures. The manufacturing record evaluation suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a cerebral coil embolization of an unruptured aneurysm, an approach was made from the right femoral artery with a sheath (6f). A guiding catheter advanced toward the right vertebral artery (va). Then, two microcatheters were approached. One of them was for a coil and the other for an unspecified stent. After stent deployment, embolization started by jailing technique. Several competitive coils and galaxy g3 coils were placed. A 3mm x 6cm galaxy g3 xsft coil (glx120306, 30466106) was taken out from the pouch for implantation. The power lump illuminated during a pre detachment electrical check. The complaint coil was delivered to the lesion and placed at the lesion. The enpower control cable was connected to the complaint coil. However, the green system ready light did not illuminate. They were reconnected but the same issue continued. Therefore, the compliant cable was replaced with another cable, but the same issue continued. The physician gave up and removed the complaint coil. After that, five competitive coils were placed. A 2.5x5 galaxy g3 xsft coil was placed and detached without problems. The procedure completed. There was no patient injury reported. Pictures of the devices were provided.